Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (0.5 mg/ml at 0.74912 mg/day) and bupivacaine (7.1 mg/ml at 10.6374 mg/day) via an implantable infusion pump. The indications for use were noted as malignant pain and pancreatic cancer. It was reported that the patient reported intrathecal (it) medication side effects specified as urinary retention on (B)(6) 2014 and urecholine was administered on that day. The urinary retention resolved without sequelae on (B)(6) 2014. The event was related to the device or therapy and related to bupivacaine therapy initiation. Additional information indicated that the patient experienced it medication side effects specified as numbness and urinary retention. The pump was refilled without bupivacaine on (B)(6)-04-14. The event was reported as related to an increase in the intrathecal bupivacaine, but not related to the implant procedure. The severity of the event was mild. Additional information indicated that the patient reported lower extremity numbness and urinary retention on (B)(6) 2014, urecholine was administered on that day, and reprogramming was done on (B)(6) 2014. The event was related to the device or therapy and related to an increase in the bupivacaine dose. The event outcome was noted as ongoing with no further action needed. The event was unresolved at the time of study exit/death/study closure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.